Manufacturer narrative:
As reported, the patient underwent placement of a optease inferior vena cava (ivc) filter. Per the medical record, the indication for filter was pulmonary embolus (pe), deep vein thrombosis (dvt) and questionable medication compliance. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The plan was to reassess in 3-4 weeks for filter removal. The filter subsequently malfunctioned including tilt and perforation of multiple struts, with at least one abutting the aorta. Approximately 1 year post implant, a cranial mra revealed cranial atherosclerosis associated to syncope, and renal impairment. Approximately eleven months later, the patient had acute renal failure, dehydration and underwent hemodialysis. A CT at that time revealed the ivc filter in place. Approximately 3 years and 3 months post implant, the patient had pneumonia. One month later the patient had hallucinations, hyperkalemia, dvt of the leg in addition to generalized abdominal pain associated with pelvic edema. A CT scan revealed the ivc filter in place. Ultrasound revealed non-occlusive thrombosis in the right common femoral and superficial femoral veins, and the left popliteal vein. Approximately eight months later, the patient was seen for dvt of the leg. Approximately 5 years post implant, the patient underwent ventral hernia repair. A year and six months post hernia repair, the patient had chest pain which reoccurred about a year later. Two months later, the patient was seen for pneumonia and anemia. Approximately eight months later, the patient was seen for chest pain and hyperglycemia. Medical history at this time is notable for coronary artery disease (cad) with coronary artery bypass graft surgery (CABG), pulmonary embolus, chronic obstructive pulmonary disease (copd), gastritis with hiatal hernia. About a year later, doppler of the legs revealed dvt extending from the right common femoral vein to the right popliteal vein. Approximately eleven years post implant, a CT scan for filter evaluation revealed a diamond-shaped filter in the infrarenal ivc. The device is slightly tilted anteriorly and towards the midline, but less than 10 degrees in both directions. On the axial images the outer borders of the mid struts all appear to extend minimally outside the lumen of the vena cava with the posterior left strut abutting the posterior wall of the aorta without any deformity of the aorta contour. The direct posterior strut likely abuts the anterior spine without any bony remodeling. The anterior most strut appear to contact the third portion of the duodenum "any" deflection or inflammation. The ivc distal to the filter appears to abruptly transition to a much smaller caliber. The ivc above the filter is normal in caliber. About a year after the CT scan, the patient was seen for unsteady gait and difficulty speaking secondary to dehydration and renal insufficiency. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and into organs, tilting, blood clots, clotting, occlusion of the ivc and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the operative report, the filter was indicated for pulmonary embolus (pe), deep vein thrombosis (dvt) and questionable medication compliance. The patient was prepped and draped in sterile fashion. The right groin was accessed using seldinger technique and a guidewire was placed in the right femoral vein. Under fluoroscopy guidance, iliac angiography was performed as well as venography of the inferior vena cava to identify the renal veins. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The plan was to reassess in 3-4 weeks for filter removal. Per the medical records provided, about a year after the filter was implanted, the patient was seen for syncope related to abnormal renal function. Magnetic resonance angiogram (mra) revealed cranial atherosclerosis. Eleven months later, the patient was seen for acute renal failure and dehydration and underwent hemodialysis. The patient was also evaluated for renal insufficiency and a computerized tomography (CT) scan revealed the inferior vena cava (ivc) filter in place. Approximately a year and three months later, the patient was seen for pneumonia; and a month later, was evaluated for hallucinations, hyperkalemia, dvt of the leg in addition to generalized abdominal pain associated with pelvic edema. A CT scan revealed the ivc filter in place. Ultrasound revealed non-occlusive thrombosis in the right common femoral and superficial femoral veins, and the left popliteal vein. Approximately eight months later, the patient was again seen for dvt of the leg, and about nine months later, underwent ventral hernia repair. A year and six months post hernia repair, the patient was seen for chest pain and was again seen for chest pain and acute coronary syndrome (acs) with st segment depression about a year later. Two months later, the patient was seen for pneumonia and anemia. Approximately eight months later, the patient was again seen for chest pain and hyperglycemia. The medical history at this time is notable for coronary artery disease (cad) with coronary artery bypass graft surgery (CABG), pulmonary embolus, chronic obstructive pulmonary disease (copd), gastritis with hiatal hernia. About a year later, the patient underwent doppler of the legs indicated for redness and swelling of right leg, revealing deep venous thrombus extending from the right common femoral vein to the right popliteal vein. Approximately eleven years after the filter was implanted, the patient underwent an abdominal CT scan indicated for filter evaluation. The scan revealed a diamond-shaped filter in the infrarenal ivc. The device is slightly tilted anteriorly and towards the midline, but less than 10 degrees in both directions. On the axial images the outer borders of the mid struts all appear to extend minimally outside the lumen of the vena cava with the posterior left strut abutting the posterior wall of the aorta without any deformity of the aorta contour. The direct posterior strut likely abuts the anterior spine without any bony remodeling. The anterior most strut appear to contact the third portion of the duodenum "any" deflection or inflammation. The ivc distal to the filter appears to abruptly transition to a much smaller caliber. The ivc above the filter is normal in caliber. About a year after the CT scan, the patient was seen for unsteady gait and difficulty speaking secondary to dehydration and renal insufficiency. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs, tilting, blood clots, clotting and occlusion of the ivc, becoming aware of these events approximately eleven years after the filter implantation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to tilt and perforation of multiple struts, with at least one abutting the aorta. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to tilt and perforation of multiple struts, with at least one abutting the aorta.